Event description:
The customer reported a false positive architect total b-hcg result for a 28-year-old female while running on the architect i2000sr analyzer. The following data was provided (reference range: </= 5.00 miu/ml is negative and >/= 25.00 miu/ml is positive): initial hcg result: 720 miu/ml (positive); repeat result: 1.2 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a false positive architect total b-hcg result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any related trends for the product for the issue. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values (for the negative population) for the complaint lot is within the established limits. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect total b-hcg reagent lot 36213ud02.